Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. Analysis confirmed the reported guide wire separation as the core and coils were separated, 24.1 distal to the proximal end of the polymer. The distal portion was not returned. The core was curved at the separation for a length of 1.5 cm. The polymer coating was jagged at the separation. These noted damages appear to be the result of the reported guide wire separation as no damage was reported during inspection prior to use. Analysis also noted a kink in the core, 37.2 cm proximal to the polymer coating which is consistent with product handling during the procedure as no damage to the guide wire was reported during inspection prior to use. Scanning electron microscope (sem) analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. Failure of this manner, the guide wire would be over bent by pushing or pulling or over torqued by turning and would require the tip to be trapped within the anatomy and/or another device in order to create the required forces to damage the guide wire as described. Patient anatomy, lesion morphology, and/or resistance between the products can all be factors. No damage to the guide wire tip was reported prior to use, which could indicate that the damage was likely not pre-existing. Reportedly, the guide wire was used for implantation of the left ventricular lead and it should be noted in the instructions for use (IFU) in the intended use section that: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It could not be determined if the use of the guide wire to position the non-abbott lead contributed to the reported guide wire tip separation. Overall, the reported guide wire separation appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that during a double pacemaker procedure, the tip of the whisper guide wire separated during implantation of the left ventricular lead. The tip of the guide wire was not able to be retrieved, as it remains inside the left ventricular lead. A second whisper wire was used to complete the procedure. No further patient effects were reported. No additional information was provided.